Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It is possible that the distal sheath of the delivery system was entrapped or bent/kinked in the moderately calcified, mildly tortuous and 80% stenosed anatomy resulting in compromising the shaft lumens and the difficulty advancing the thumbslide; thus resulting in the reported activation/deployment difficulty; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the popliteal artery that was moderately calcified, mildly tortuous and 80% stenosed. The 5.5x60mm supera self expanding stent system was advanced to the lesion and deployment initiated; however, midway through, the thumb slide stopped turning. After many attempts to move the thumb slide, it was able to move again and the stent was implanted successfully. There was no reported adverse patient effect and no clinically significant delay in the procedure.